Event description:
Clinical history: pt is a female presented with an acute pocket infection. Procedure: dr. (CT surgeon) was attempting an emergent, left-sided aicd and lead removal secondary to an acute pocket infection. Both an arterial line and fluoroscopy were utilized throughout the procedure. Dr used a total of 3 16f sls during the procedure. Dr. (CT surgeon) assisted. Both physicians have performed less than 6 laser cases each. Abdominal aicd removed with rv lead (no record of #) guidant system. Chest ICD system removed with rv lead #1554. The pt's blood pressure (bp) dropped early in the case and hovered around 40-50. Medications were utilized and brought pt's bp back up enabling the md to resume extraction. Again pt's bp began to slowly drop to the 40's and medications were not successful. No changes were noted when observing the transesophageal echocardiogram and fluoroed cardiac silhouette. When bp persisted such a low level, perfusion was summoned and percutaneous bypass begun.

Manufacturer narrative:
Thoracotomy followed although resuscitative measures failed to revive pt. The physician was unsure if the fatal event was a result of a perforation or perhaps a slow dissection of the svc. Patient outcome: death. Failure analysis. There were no device returned from this case for failure analysis. There is no indication that the event was caused by a malfunction of the spnc device.